Manufacturer narrative:
The pump had unresponsive buttons due to flattened buttons dome switch. No unlocked lcd keypad connector was noted. The pump was unable to perform operating current test or verify battery out limit due to unresponsive buttons. The pump had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that the buttons on her pump were not working properly. The customer stated that she cleaned her battery cap but the buttons error still occurred. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.